Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter); 286 v-sic occurred since first v-sic in session on 2014-(B)(6). Counters since previous session indicate 3.36 single premature-ventricular contractions per hour. Likely physiological oversensing.

Event description:
It was reported that the right ventricular (rv) lead had an increased sensing integrity count (sic). It was noted that the patient had a recent computed tomography (CT) scan and was having approximately 3 to 4 pvc¿s (premature ventricular contractions) an hour. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a3dr01, ipg, (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated during clinic evaluation noted high number of sensing integrity counter (sic) and evaluator questioned the cause, and reported there had been previous short v-v's. R-waves and the rv sensitivity acceptable. It was also noted patient pvc's approximately 4 an hour. Reviewed of stored data revealed impedance and thresholds appear very stable. Provocatives and isometrics troubleshooting were negative. Considered possible pvc oversensing, since r waves are acceptable. Sensitivity will remain as programmed. Reason for high sic indicated as case of oversensing trailing edges of the patients pvc's, since the patient is having approx 4 an hour. The rv lead remains in use.